Event description:
It was reported that a flogard infusion pump lights all the leds. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected, functionally tested and the alarm log review was performed. The reported condition of device lighting all leds was verified during battery testing as a main battery issue. The cause was an inoperative main battery. The main batteries were replaced to resolve the reported issue. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.